Event description:
A malfunction alarm identified as malf 12 was reported, with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to reach out if the issue recurred, which they acknowledged and understood.